Event description:
It was reported that the intra-aortic balloon (iab) was prepped and upon insertion through the 8f sheath, the iab would not advance at a certain point and the balloon was starting to open. As a result, a new iab was used.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab insertion difficulty is confirmed. During the investigation, the bladder was returned unwrapped and numerous kinks were noted to the central lumen in the bladder section, near the iabc distal tip. These findings can result in difficulty inserting the iab catheter into the patient. The root cause of the kinked central lumen is undetermined, but a potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. The report source also included a company representative. Other remarks: the report was made reportable upon receiving further information from the received medwatch report (B)(4).

Manufacturer narrative:
(B)(4). The report was made reportable upon receiving further information from the received medwatch report ((B)(4)).

Event description:
It was reported that the intra-aortic balloon (iab) was prepped and upon insertion through the 8f sheath, the iab would not advance at a certain point and the balloon was starting to open. As a result, a new iab was used.